Event description:
It was reported that while the doctor was inserting a screw he turned the driver in the opposite way after he made the final tighting by this driver, the tip of the driver was broken and the fragment was left in the hole of the screw head which remained in patient.